Event description:
It was reported that this patient received an inappropriate shock due to oversensing of noisy signals. At this time the system was turned off and the patient will be brought back for troubleshooting. No adverse events were reported.